Event description:
A customer observed imprecise phbr quality control results while using the vitros 5,1 analyzer. Patient samples were not affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event concluded that imprecise phbr results were occurring. An ocd field engineer investigated and repairs were made to the immunowash fluid shuttle on the vitros 5,1 chemistry system. Following service, the issue was resolved and expected results were obtained. There was no allegation of patient harm as a result of this event. The root cause of the event was instrument related.